Event description:
A malfunction was reported with the pump, which resulted in the customer's blood glucose levels exceeding safe thresholds, with the specific value labeled as "high." The customer had not taken any corrective action at the time of the call but planned to start manual injections (mdi). Technical support arranged for a replacement pump to be sent and provided instructions for returning the malfunctioning pump. The customer acknowledged the need to transfer settings and connect their monitoring system to the new pump.